Manufacturer narrative:
(B)(4). The customer returned one clip from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip is broken in half at the hinge. The damage to the returned clip is consistent with damage observed from hyperextension of the clip. The clip applier was not returned. The clip appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of other remarks: the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "broken clip" was confirmed based upon the sample received. The clip was returned broken at the hinge. The damage to the returned clip is consistent with damage observed from hyperextension of the clip. Since the clip was broken in two, it could not be functionally tested. It is unknown how the clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
Issue reported: the hemolok clips broke. The doctor took the applier to start the procedure, put the clip on the applier and at that moment the clip breaks. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot #73c1700728 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: the hemolok clips broke. The doctor took the applier to start the procedure, put the clip on the applier and at that moment the clip breaks. There was no patient injury.